Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was delivering less insulin than it calculated for boluses. The customer's blood glucose (bg) level was 500 (mg/dl) with large ketones. A bolus via the pump and manual injection were used to address bg level. Review of the pump history during troubleshooting with tandem technical support showed the pump accurately logged how much insulin the pump calculated to deliver based off of settings and food and bg inputs. Each bolus was being overrode by the user for an amount less than the pump had suggested. The customer stated they may have been inputting the wrong values.